Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that ones with soft connection regions were "mixed in", further stated that the connecting part was soft.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
The health care provider (hcp) reported via the company representative (rep) that there was a impedance abnormality. The patient had an operation to go from a single chamber implantable neurostimulator (ins) to a rechargeable ins for both sides. Leads also were needed to be added to both sides. The ins and extension were removed. It was noted that there were no problems with the impedance measurements on either side prior to removal. The rechargeable ins and two adapters were implanted in the right side and then connected with the two leads which had already been implanted in the right side. When the two adapters were connected to the lead, the fixation of the metal in the connection of the number 0 electrode felt weaker than usual. It felt soft, looser, and different, but it was fixated as-is using a torque wrench. It was noted that ones with soft connection regions were mixed in. Defective device was noted. Impedance measured on the right side, all combinations involving the number 0 electrode in the lead and adapter that were implanted were over 40,000ohms. The connection between the lead and adapter were loosened and then reconnected, but all combinations involving the number 0 electrode still has an impedance of over 40,000ohms. If any more connections and confirmations were made, the lead side may become damaged, so nothing was changed and the wound was closed. There were no impedance abnormalities of any of the combinations during the implantation on the left side. No problems with the left adapter. No x-ray was taken. It was visually checked so data could not be acquired. The issue was not resolved at the time of this report. No symptoms were reported. No surgical measures were taken for the event. The indication for use included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.